Event description:
Additional information was received indicating that the lead has been revised. It was noted the suspect device has been placed in the mail to be returned, however it has not been received into product analysis to date. No other relevant information has been received to date.

Event description:
It was reported that high impedance was seen during a battery replacement procedure. Preop diagnostics were ok. The old battery was tested and high impedance was still seen. The battery was replaced but the lead was not. The explanted generator was discarded. Per the rep who spoke to the physician, the reason for the high impedance is believed to be due to lead damage. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanovas employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Product analysis completed testing on the suspect lead. No other relevant information has been received to date.

Event description:
The suspect device has been received into product analysis to undergo testing. Testing has not been completed to date. No other relevant information has been received to date.

Event description:
Tablet data was received and reviewed. Product analysis re-evaluated the lead. Based on the data review, there was no issues with the generator or lead until the first battery replacement procedure when high impedance was first observed. The pin was confirmed to be fully inserted each time, per the company representative. Per the company representative, they suspected that the lead was damaged during this procedure as multiple attempts to troubleshoot the device did not resolve the issue. The issue did not resolve until a new lead was placed. All diagnostic tests since the revision have been within normal limits with no fluctuation. Based on the available data the lead is the suspect device as there were no issue prior to surgery. Ever since the lead revision the device has functioned normally. It is likely that the lead was cut during initial battery replacement procedure that resulted in the high impedances observed. Additionally product analysis found a portion of the coil to be cut, it is likely that this contributed to the high impedance observed.

Manufacturer narrative:
D6b: explant date, corrected data: the initial reporter inadvertently used the incorrect explant date.